Event description:
The account noticed an increase in htlv-I/ii eia reactive rates with reagent lot 70211m100. In 2009, out of 15 repeatedly reactive htlv-I/ii eia specimens, only 5 confirmed positive with riba. In the following month, out of 13 repeatedly reactive htlv-I/ii eia specimens only 2 confirmed positive and 1 indeterminate with riba. No specific testing data was provided. The reactive htlv-I/ii eia results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Evaluation - investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Initial report used htlv-I/htlv-ii eia assay which is incorrect. The correct assay is hcv eia 2.0. Evaluation other (B)(4) - investigation in process, no method, results or conclusion code can be chosen at this time. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation (B)(4) - a review of the complaint data was performed to assess the performance of the assay. The complaint activity for the observed issue was normal and the issue is adequately addressed in the product labeling. To investigate the customer's concern, the investigation team reviewed customer complaints received to-date to determine if others have experienced the issue encountered at the customer facility. The review of this data did not identify any problems. Specifically, the investigation team did not see an increase in the number of complaints related to an increase in reactive rates while using the lot number in question. Based on the investigation conducted, it is determined that the (B)(4) eia 2.0 assay is performing as intended. Additionally, the customer mentioned that after your instrument was serviced and decontamination procedures were performed, (B)(4). The (B)(4) eia 2.0 assay package insert (B)(4) states in the interpretation of results section, "specimens with absorbance values greater than or equal to the cutoff value are considered initially reactive by the criteria of abbott (B)(4) eia 2.0, but before interpretation, the original sample must be retested in duplicate using the same product and test method. If either duplicate is reactive, the specimen may be interpreted to be repeatedly reactive for antibodies by the criteria of abbott (B)(4) eia 2.0." In addition, the troubleshooting and diagnostics section of the abbott (B)(4) to find the actions to correct malfunctions, such as potential instrument contamination issues. This is a final report.

Event description:
Correction in the assay name to hcv eia 2.0. The account noticed an increase in hcv eia 2.0 reactive rates with reagent lot 70211m100. In (B)(6) 2009, out of 15 repeatedly reactive hcv eia 2.0 specimens, only 5 confirmed positive with riba. In (B)(6) 2009, (B)(4). No specific testing data was provided. The reactive hcv eia 2.0 results were reported outside of the laboratory. No impact to patient management was reported.